Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate states that when inserting the stent into the guide catheter, a very small amount of air was sucked into the guide through the toohey. The operator flushed the toohy and removed the air.